Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. As noted in the precautions within the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
During the procedure, the physician wanted to remove the probe which was mounted on a 0.014 boston thruway guide in order to perform an angiographic check. When the probe was removed, the guide stuck in the probe and the doctor removed it at all. Outside the patient, the doctor was able to remove the entire guide out of the probe but it was impossible for him to put up the probe on another guide, a blocking occurred from two to three centimeters from the extremity of the probe. The procedure ended like this without any other action on the patient.

Event description:
Additional information reported that the catheter and the guidewire were removed from the patient as one unit. The procedure was not completed. The patient's status post procedure was good but not treated. No patient complications. There is no plan to bring the patient back to complete the procedure.

Manufacturer narrative:
Event was updated to include additional information received from the distributor. The thruway guidewire was returned on 06-08-2019 for analysis. Device evaluation: as received, the specimen consists of one unidentified thruway device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The companion device noted in the complaint was not returned with the specimen wire. Lot traceability for the thruway guidewire was not provided; therefore, lake region medical was unable to review the device history records relative to the manufacturing and inspection of the device. The companion device noted in the complaint was not returned with the thruway guidewire. The thruway guidewire presents several kinks/bends of varying severity and frequency scattered over the length of the device. The thruway guidewire also presents offset and stretched coil wraps distal of the proximal coil to core wire joint with adhered/attached tissue on the coil wraps at the distal aspect of the stretched coils. The coil damage appears consistent with manipulation against resistance. As noted in the precautions within the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." And, "do not torque, advance or withdraw the wire if significant resistance is felt, torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. It was reported that the patient age is over 18. If any further relevant information is provided, a follow up medwatch report will be submitted.